Event description:
Nova plus standard digital thermometers defective. Three thermometers gave the wrong rectal temperature. Model # cat. No. Vdts-100r, from lot# (B)(4) 20241113. Product was discarded